Manufacturer narrative:
Due character limit e1. Event site name- (B)(6). Event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during iab therapy, there was a restriction in the catheter. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site) g3, g4(PMA/510(k) no.), g6, h2, h6 (type of investigation, investigation conclusions), h11. Corrected fields: d4 (version or model no.) No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).